Event description:
The customer reported a leak when using the coulter hmx hematology analyzer with autoloader. Differential results for control samples were incomplete (non-numeric). The leak was 2ml of clear diluent and was contained within the instrument. The customer could not locate the source of the leak, stopped using the instrument and requested service. The operator was wearing gloves, eye wear, and lab coat when the leak was identified. There were no reports of exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found solenoid vl33 malfunctioned, not allowing pinch valve pv57 connected to it to operate, in turn causing the mixing chamber to not drain properly and overfill, backing up into and leaking erythrolyse and stabelyse out the vent pathway at pv41. The fse replaced solenoid vl33 to resolve this issue. (B)(4).